Manufacturer narrative:
Additional information: returned to manufacturer on. An event regarding corrosion and size/fit involving an exeter stem was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection: a visual inspection was performed by the supplier which noted: there are some marks of use on the two stems. On the stem g2075939 they are typical mark of implantation dimensional inspection: a dimensional inspection was performed by the supplier which noted: the stems are dimensionally complaint to the drawing (B)(4) version d and drawing (B)(4) version a that were valid at the time of manufacturing. Functional inspection: a functional test was performed by the supplier which noted: a functional test was performed with a centralizer, it was possible to fix the centralizer on both stems with no issue. Medical records received and evaluation: a medical review was not performed because no medical information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusion: an investigation performed by the suppler concluded: both stems are dimensionally complaint to the drawings that were valid at the time of manufacturing. The event could not be confirmed. Additional information including operative reports, pre and post op x-rays are needed to investigate this event further. If additional information is received this investigation will be reopened.

Event description:
The customer reported that he undertook a revision of a mitch and exeter combination following trunnionosis and resorption of bone of the greater trochanter.

Manufacturer narrative:
Catalog number and lot code of other device listed in this report: cat # unknown, lot # unknown, description: unknown mitch device, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported that he undertook a revision of a mitch and exeter combination following trunnionosis and resorption of bone of the greater trochanter.